Manufacturer narrative:
Product was not returned to zimmer biomet for investigation. Without the opportunity to examine the complaint product, root cause cannot be determined. Review of complaint history found no additional related issues for this item. Lot identification are necessary for review of device history records, it was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty on an unknown date. Subsequently the patient was revised on (B)(6) 2016 due to wear caused by dislocations caused by a shortened leg length from a previous femoral fracture.